Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. As received, the charger was unable to recognize a battery pack. Upon investigation, there was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold charge) was confirmed. As received, the battery would not power on a monitor or charge. The cause of the failure was due to an open f1 fuse. The root cause of the open f1 fuse was due to excessive current from the defective charger. The root cause for the open fuse was excessive current from the defective charger. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack. The distributor also returned battery pack (B)(4) and reported that the battery would not hold charge.